Manufacturer narrative:
Other text: three pictures and one unit were returned for analysis. A leak was observed in the luer. The original complaint was confirmed. The most probable root cause for this condition is due to lack of solvent in bond joint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during use of the cadd cassette reservoirs - flow stop , the customer noticed medical fluid was leaking from the filter. There were no adverse events reported.